Event description:
A patient with a cardiac resynchronization therapy defibrillator (crt-d) system was reported as deceased by a healthcare provider. The clinic called the patient's and a family member stated that the patient had died during the night. It was reported that the patient died approximately seven months post implant of the crt-d. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with (B)(6) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4) implanted: (B)(6) 2012; product ID (B)(4) implanted: (B)(6) 2007; product ID 6944-65 implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.